Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. However, found corrosion on the keypad traces. No button error alarms noted during testing. The insulin pump was received with cracked case on the lcd display window corners, minor scratches on the lcd display window, cracks on the reservoir tube lip, and scratches on the reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.